Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached; the fiber tip flashed and detached at 14,822 joules. Per the customer, the physician converted to cautery to control oozing. The procedure was completed. No pt injury was reported.